Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat act kaolin cartridge displayed a blank screen instead of yielding results. Analyzer customization verified and act testing was enabled. Based on the info at this time there is no injury associated with this event.

Manufacturer narrative:
(B)(4).